Event description:
Unit originally displayed tech error 35. Tried replacing part but did not correct problem. However, connector for expiratory valve coil is broken. Expiratory valve coil replaced and correct problem. Unit returned to clinical use. Error logs are available.